Event description:
One of our pharmacy technicians was drawing up famotidine liquid into a new oral syringe (with only ml markings) and noticed that it was very difficult to gauge the volume by looking at the plunger location. The older syringes we had used previous had a black marking around the plunger that helped to visualize the amount. I have enclosed a picture of a dose she prepared using a new oral syringe along side of an old syringe with a dark plunger mark. Have you received any other comments about anything like this? We got the syringes through (B)(6) and they are manufactured by comar plastics. I will be notifying (B)(6) to see if they have alternative syringes. We are striving to meet the (B)(6) best practices for 2014/2015. (B)(6).